Event description:
Patient was revised due to stem loosening and fractured cement mantle (cement manufacturer unknown).

Event description:
Manufacturer's local lab observed the lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Suspect device has been returned.

Manufacturer narrative:
The event occurred in (B)(6).